Manufacturer narrative:
Maquet determined that the detachment of the module was caused by the breakage of some plastic tabs that clip the module to the cupola's structure. Infiltration of cleaning detergents between the module and the structure might be one factor contributing to the breakage of the clips. A maquet field service technician replaced the module with a new one and returned the unit to service. (B)(4). Maquet sas provides product failure investigation, analysis and resolution of for the device described in this report.

Event description:
(B)(4).